Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced lower than expected pump flow. The pump was removed, and biomaterial was found on both the inflow and outflow cages. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.